Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s mother reported the user had experienced elevated blood glucose (bg) for approximately five hours, with a high of 401 mg/dl. The user performed a full supply change, disconnected from the pump, and administered a manual insulin injection. The agent advised waiting two hours post-injection before reconnecting to the pump. The user¿s mother was educated on low bg alerts and monitoring. A follow-up call confirmed bg had returned to range and the pump was reconnected. No medical intervention was required.